Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was not possible to obtain p wave readings on the right atrial (ra) lead. It was also noted that the ra lead failed to capture at high output. It was noted that " little current of injury" was noted on the ra lead. The lead was repositioned several times during the procedure but the issue remained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the doctor concluded the observed issues were due to the patient's anatomy.